Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed foreign reddish material, presumably blood, inside the pebax. Additionally, a separation between pebax and electrode section was found. No exposed wires or a hole were detected. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly, no errors were observed. An ablation cycle was performed and the device was found working correctly. No temperature issues were found. Then, an irrigation test was performed and the device was flushing correctly. No obstructed holes or irrigation issues were detected. A manufacturing record evaluation was performed for the finished device 31555502l number, and no internal actions related to the reported complaint condition were identified. The presence of blood residues in the pebax was confirmed, also, the blood residues in the pebax could be related to the temperature issues; therefore, the high temperature issue reported by the customer was confirmed. The root cause of the pebax damage be related to a manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode section. During the procedure, when the qdot catheter was advanced into the patient, there was a lot of noise on the ablation signals displayed on the carto 3 system and the recording system. The reprocessed qdot cable was replaced with another reprocessed qdot cable and the issue was resolved. When coming on ablation, the catheter force reading would jump to high force values and hi on the carto 3 system. The tx eco cable was replaced and the issue was resolved. A temperature slope too high error (unknown error code) was displayed on the ngen monitor and ablation was cut off. The qdot catheter was removed from the body, blood was noticed in the distal end of the catheter where the spring is located. The qdot catheter was replaced and all issues were resolved. The procedure continued with no further issues. No patient consequences were reported.